Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video-assisted thoracoscopic surgery middle lobectomy, the device was fired few times and then it would not fire at all. There was no patient injury.